Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The envelope seal is intact . The circular seal is disengaged from the device . The cannula is intact. The device passed an air leak test. Replication of the observed damage may occur as a result of rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a portion of the device's seal fell into the trocar. No further information is available.